Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the instrument molded insulator appears to be broken. The instrument molded insulator secures the grip tip to the grip base, and if broken, the grip tip can become dislodged. The pieces from the broken molded insulator do not appear to have been returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was unable to cautery. They removed the instrument from the boom and notice the tip of bipolar was disconnected. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the was inspected prior to use and no damaged noted. Once the instrument was in the patient, they had issues cutting through tissue. They cleaned the tip and switched out for a different fenestration bipolar forceps that worked. The issue was cutting through tissue that was too thick. There were no fragments. The instrument stayed in one piece with no piece being attached. The surgeon swapped the instrument out for a backup of the same kind and the case was completed robotically. There was no harm to the patient.